Manufacturer narrative:
D4 - primary UDI number: correction. D3 - mfg establishment name and h6. Codes: updated. Customer reported the last error code was 42224. The message displayed to change the cassette. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was defective and indicated that the last error code was 42224. The message displayed to change the cassette, which had just been done. There were no reported adverse health effects.